Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter (B)(4) technical services, colleague infusion pump failed the final air in line testing. This condition has the potential to cause an interruption of delivery. It is unknown what process step that this condition resulted. There was no patient involved; therefore, there were no reports of patient injury or medical intervention or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.